Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post-op visit. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture. The patient was asymptomatic due to loss of capture as there was backup lv pacing. A chest x-ray was performed, and it was noted that the right ventricular lead was dislodged. The right ventricular lead was repositioned on (B)(6) 2019. The patient was stable post procedure.